Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a hemodialysis catheter. The customer reports with this catheter there was no pull; unable to draw blood. Tpa was ineffective. Catheter was pulled and replaced.